Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this pacemaker did cause or contribute to the patient's syncopal episode. The patient relayed to the following physician that approximately one year prior while running, the patient did fall, then experienced unconsciousness for ten to fifteen minutes. Her physician indicated that this was due to the pacemaker.